Event description:
The following was reported: "image went out, to a blue screen multiple times during a procedure. They booted it several times, seems to work intermittently customer is complaining that it takes longer than normal, almost too long for the scope and camera head to produce an image." No negative impact in state of health reported. Due to the malfunction of the device, the surgery had to be abandoned. A backup system was not available. Therefore, this case is now classified as an adverse event and still reportable.

Manufacturer narrative:
The device was returned to our us facility (as documented in section d9) and will later be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).